Manufacturer narrative:
Natus investigator found that the customer was using an incompatible photometer. The customer informed the staff to only use the neoblue radiometer to measure neoblue lights. The investigation into issue intensity out of specification lights is ongoing. No further investigation possible, if additional information becomes available natus will provide follow-up report.

Event description:
Natus medical received a complaint that their neoblue3 was measuring high intensity. The customer confirmed there was no delay in treatment, serious injury, death or environmental/safety concerns.